Event description:
The angiosculpt device was delivered and inflated and got stuck during retraction. The angiosculpt device was removed with the 0.014" extra s'port guide wire and the 7f terumo destination sheath. It was noted that the scoring element had bunched up and was tangled inside the pt. The physician confirmed angiographically that there was no fragments of device left inside the pt. The case was terminated after the issue occurred.

Manufacturer narrative:
The angiosculpt device got stuck in the pt during retraction. The angiosculpt device, guide wire, and sheath were removed as a unit. No clinical injury reported by the physician. The angiosculpt device was returned in two separated pieces. Visual examination found the balloon bunched and the scoring element and proximal bond were displaced. The balloon leg and transition tubing were accordion. There was a clean break at the distal end of the proximal separated section which was intact to the sheath and was able to be removed from the sheath. It is possible that the operator technique or use environment (lesion calcification or stents) may have caused or contributed to the observed entanglement of the scoring element. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, retained device component is listed as a possible adverse effect of the procedure.